Event description:
When the doctor placed the implant in patient mouth, it was impossible to separate de mount from the implant. Doctor forced and finally the implant came out with the mount. Patient would have to return in 3 months to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4)/cmp-(B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant, (tsv4b10) and mount were returned for investigation. Visual/physical evaluation of the as returned products identified signs of use but no apparent signs of malfunction. The devices were able to engage and disengage as normal. DHR review for the lot (1264490) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1264490) and no similar event or complaint was found. (Complaint category keyword: does not disengage/release). A definitive root cause could not be determined since device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction has not occurred, and the reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.